Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump has been alarming motor error. First alarm occurred three months ago and has occurred multiple times after that. Customer's blood glucose was 101 mg/dl. Customer's spouse does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer does use the sensor feature. Customer's spouse was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was unable to complete the rewind process. Customer's spouse was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received functioning properly, no motor error alarms noted and motor was tested outside the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm tests. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.